Event description:
It was reported via a patient experience survey that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. On an unknown date post index procedure, the patient experienced a tia. The patient was placed back on an eliquis medication regimen.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the comment was reported in (B)(6) 2022. Implant date - estimated as (B)(6) 2022 as the comment was made this year, but unknown when the original implant date was.